Event description:
It was reported that there was high impedance. It was noted that the electrodes specified with the issue were ¿all.¿ it was noted that the event occurred during normal use. The lead was removed and replaced with a new lead. It was noted that there were no memorable falls. Symptoms included less than 50% therapy relief and no paresthesia in the left leg. It was further noted that the issue was resolved. The cause of issue was not determined. It was noted that diagnostics included impedance testing and reprogramming. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n284583, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 278870001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# n284583, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 278870001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011,explanted: (B)(6) 2014, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had her leads replaced because they "went bad." The caller stated at the time of this revision the hcp (heath care provider) said they wouldn't be able to do another surgery like this because her back is so damaged internally that getting another or new device implanted would be difficult/impossible. The caller did not provide any additional information. Patient was implanted for failed back surgery syndrome and spinal pain.